Manufacturer narrative:
An investigation of the reported condition was performed. One sample with lot number was received for evaluation. After performing a visual inspection, the issue of burned contamination was observed in the syringe. The reported condition was confirmed. The received product(s) or supporting materials does not meet specifications. The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. The syringe, printed is manufactured by an external supplier and the assembly process in the manufacturing site consists in a pick and place operation in a tray. The condition reported is not generated during the manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. The product analysis did confirm that the issue contributed to the reported condition. The condition reported by our customer is not generated during the assembly manufacturing process. Formal corrective actions will not be taken as the component is supplied by a different manufacturing site therefore which has been addressed in the supplier complaint notification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that upon opening the sterile tray prior to use, the device was discovered to have particle matter stuck in the tip of the syringe where the lure locks. There was no patient involvement.